Event description:
It was reported that a patient underwent an unspecified breast surgery with mentor memorygel boost breast implant 435cc gel breast prostheses that required removal. The reason for removal was not specified. It is unknown if the affected device is from patient¿s left breast, right breast, or bilateral. Information about two devices was reported: left breast: lot #9987645, serial (B)(6). Right breast: lot #9908534, serial (B)(6). It is currently unknown which side had an issue. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed on lot #9908534 and lot #9987645, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not provided d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).